Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant of lead, sensing was very low and lead had no torque. Lead was explanted and replaced successfully. Patient was stable.